Event description:
It was reported that the left ventricular lead exhibited high threshold. Patient experienced phrenic nerve stimulation since implant. The patient was seen in the operating room. The lead was explanted and replaced. The patient did not experience any adverse effect before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.